Manufacturer narrative:
The cause of this peritonitis was user error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in a fungal peritoneal infection. The breach was not further specified. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with fluconazole capsules (dose, frequency and route not reported). On an unreported date, pd therapy was discontinued during treatment. At the time of this report, the patient had not recovered from the event and it was not reported if they had been retrained on aseptic technique. Additional information is not available.